Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple cartridge alarms and cartridge errors. However, the customer was unable to provide the specific type of alarm or errors. As the alarms and errors occurred in the past, troubleshooting was unable to be performed. There was no known impact to the customer's blood glucose level. Customer declined troubleshooting at the time of the report.